Manufacturer narrative:
(B)(4). Batch # n93g3e. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number n93g3e, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that on the first and second firing two clips deployed and none of them closed onto the vessel. Another like device was used to complete the procedure. There were no adverse consequences for the patient.